Manufacturer narrative:
Risk management was contacted by zimmer osp for further details of incident. Risk management acknowledged the cuff in question is a single use disposable device and that the hospital has reprocessed and reused.

Event description:
Patient in surgery for total left knee replacement. A reused disposable single use tourniquet was applied with cast padding to left upper thigh. Tourniquet was placed flat against the patient's skin. Tourniquet and left upper thigh cover with surgical drape. Tourniquet inflated to 30mmhg due to uncontrolled bleeding at the incision site. Scrub tech felt under sterile drape to see if tourniquet was inflated, since bleeding at site was not being controlled. Tourniquet was noted to be inflated. Machine seemed to be working properly and was not alarming. Patient lost 700cc blood during procedure. At the end of the procedure, drapes were removed and tourniquet noted to be "crinkled".